Event description:
The customer reported experiencing unexplained high blood glucose, and the paramedics were called to his house because he had treated and his glucose level was not dropping. The customer stated that his blood glucose meter was reading over 600mg/dl. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.